Manufacturer narrative:
Manufacturer's analysis confirmed the customer comment that the programmer randomly shuts down. The power supply was found to be out of specification electrically. It was also indicated that the stylus tip was loose. These parts were replaced and the programmer passed final functional and system tests.

Event description:
It was reported that the programmer would power off without warning during use. This had happened during cases and during patient interrogations. The customer had checked the connections and extension cord but did not resolve the issue. The programmer was returned for service. No patient complications have been reported as a result of this event.